Event description:
Medley pcu and 3 channels shut down without alarming during an infusion. Pt was in ICU and tubing was able to be put on other pump modules. There was no report of pt compromise. Medications running were tpn, lipids and heparin.